Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The buttons and the key look function of the pump were tested and meet the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the keys on the infusion device are locked but he cannot unlock them. Patient stated he attempted several more times to unlock the device but the button does not respond to the unlock procedure. Patient reported he removed the battery but the infusion device continues to give the key lock. Patient stated the infusion device is okay as he keeps it in its case. Patient reported the infusion device is in stop mode. Patient stated it seems like all of the buttons on the device are blocked as he is not able to unlock them. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.